Event description:
It was reported that the camera head had poor image quality and when submerged, there were bubbles and an "air/water leakage" error message. The issue was identified during decontamination after an unknown procedure which was completed using the same set of equipment. There was no patient involvement.

Manufacturer narrative:
The device was returned and customer's allegation was confirmed due to a bad cable. Based on the results of the investigation, the most probable cause of the complaint is component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.